Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. After cannulation and completion of a sphincterotomy, the physician removed the wire guide from the sphincterotome to use another wire guide for the remainder of the procedure. When the wire guide exited the proximal end of the sphincterotome, the wire guide coating had separated near the distal end but did not detach from the wire guide. No portion of the wire guide coating detached in the patient. The tracer metro wire guide was removed and the physician continued with another wire guide. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: our evaluation of the returned device confirmed the report of wire guide coating separation at the distal end. The black coating of the wire guide tip has folded back, exposing 1.5 cm of the inner core wire. The wire guide coating did not detach from the wire guide. No portion of the wire guide coating is missing. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of report is rare. Conclusions: due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for the tracer metro direct wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flushed the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to damage of the wire guide coating. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of the corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrences and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.